Manufacturer narrative:
(B)(4). Device evaluation: the test strips and meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the inaccurate high issue could not be confirmed; however, a secondary issue (error 4) was found. The meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Event description:
The patient contacted lfs (B)(4) alleging inaccurate readings on the patient's one touch verio pro meter. The patient obtained a 129 mg/dl on the verio pro meter and a 91 mg/dl on another meter. The patient denied exhibiting any symptoms or seeking any meidcal attention due to the alleged issue. The product was replaced. The complaint is being reported since the results are greater than 30 mg/dl (1.7 mmol/l) or 30%

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the inaccurate high issue could not be confirmed; however, a secondary issue (error 4) was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.